Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable because the results of the complaint investigation, based on the nature of the failure, do not indicate a problem with the manufacture or repair of the device. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in good physical condition. There was no evidence of the reported problem in the event history log. Inserted batteries into pump and the customer's reported problem was confirmed. The pump was alarming double beeps when batteries were inserted during the investigation. Visually inspected the pump and found it had fluid ingression. The "double beep, no cassette" issue was caused by fluid ingression. The root cause of the issue was deemed to be customer induced as a result of the customer's impact to the device. Actions(s) taken to mitigate the reported issue(s): replaced downstream occlusion sensor.

Event description:
It was reported that the pump was alarming double beep / no cassette. No patient injury was reported.